Manufacturer narrative:
H10: a service engineer reported that the power management (pm) board was replaced. The device was corrected, and returned to service.

Event description:
Philips received a complaint from service engineer while the device was being evaluated, it was reported that the v60 ventilator shuts down when ac was removed. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that the v60 ventilator shuts down when ac was removed; it was reported that issue occurred while using a good battery. The se reported that the power management (pm) printed circuit board assembly (pcba) would be replaced.